Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the device not getting irregular heartbeat alarm on one room. The device was in clinical use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) did some troubleshooting with the customer. Troubleshooting steps taken: customer needed assistance turning on alarm setting as it was not getting irregular heartbeat alarm in one room. The speaker is functional. Contacted the philips clinical consultant for further assistance. The clinical assistance instructed the customer to go to the clinical audit trail (cat)>main setup>cat>search by>picked the bed label>went back 1 day>instructed to place in red, yellow alarms, acknowledge, pause, audio alarms on/off, measurement on/off>search. It was stated that the customer reported the alarm is being silenced at the picix host in their unit, however per customer no one at the nurse's station advised is silencing the alarm. The clinical consultant explained to the customer that there has to be a manual interaction by someone eitherat the picix/ivpm to acknowledge an alarm. It was confirmed that the device was operating as designed. After providing the explanation of how the monitoring system operates w/manually acknowledging alarms, customer ended the call. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Information was provided to the customer to address the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.